Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter snapped in half while the technician was pulling the device from the scope. The proximal end was removed from the scope, and the distal end of the device was removed with the scope from the patient. The remaining distal portion of the catheter was pushed out of the scope once outside the patient. It was reported that there were no pieces detached inside the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the device showed that the catheter was broken. It was also noted during inspection that the catheter was stretched. The cause of the catheter break most likely occurred during device removal from the scope. The stretch marks that were found on the catheter are consistent with excessive removal force, and so it is probable that a stone present in the bile duct may have blocked the catheter, or the catheter may have been caught by the scope's elevator. Based on the investigation results, the most likely root cause is operational context as some procedural factors encountered may have limited the performance of the device during the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter snapped in half while the technician was pulling the device from the scope. The proximal end was removed from the scope, and the distal end of the device was removed with the scope from the patient. The remaining distal portion of the catheter was pushed out of the scope once outside the patient. It was reported that no pieces detached inside the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.